Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch#: 746d19. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc100 was received with the knob not at home position and with a glcr100b reload loaded. The reload had the proximal 26 drivers up with 2 protruding staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. Further evaluation shows the internal tab of the anvil shroud broken, only the remaining part of this component supported the clamp dowel pin and the clamp dowel pin still attached to metal anvil and shroud. No witness marks were present in the proximal end of the anvil shroud. This condition is related to improper use of the device. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in locked position with proximal drivers up is consistent with the reload being loaded when the firing knobs are forward or the knobs are advanced prior to the intended firing stroke. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 746d19, and no non-conformance's were identified. Additional information was requested and the following was obtained: is the current patient status known? Patient status is that they were okay at the time of the complaint being reported. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Not that I had been informed of at the time of the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an right hemicolectomy, the stapler failed to close. No patient consequences were reported.